Manufacturer narrative:
This report is submitted on june 06, 2024.

Event description:
Per the clinic, the patient experienced an inflammation around abutment site (date not reported) and subsequently was treated with topical and oral antibiotics on (B)(6) 2022 (duration not reported). Additional information has been requested but it has not been made available as of the date of this report.